Event description:
Report received of a pump "exploding" while being cleaned. It was reported that the device was being cleaned with electro washer 2000 solution, a "flammable solution", on the outside case and around the plunger. The customer was using pressurized oxygen to dry the plunger, and turned the device on to get the plunger to move. It was reported that when the pump switch was turned on, there was a "huge explosion and the pump caught on fire". The pump case "blew off" and hit the customer in the face, resulting in a nosebleed. The customer reportedly had some "small cuts" on their nose. No stitches were required. Though requested, no further info was available.